Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Concomitant medical products: offloading shoe, concomitant medical products: crutches, concomitant medical products: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain while using the bone healing system (bhs). The patient says that he has throbbing and pain after using the bhs for just 2 hours a day. The patient pain is under the skin. The patient rated the pain as a 8 or 9 on a scale of 1 to 10, with 10 being the highest. The patient stated the day after starting treatment that her woke up with a headache that lasted 5 hours. The patient did reach out to her doctor and received a signed script for the patient to switch to a different device for treatment. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: health effect updated 1994-pain. H6: investigation code added to 4114: device not returned. H6: investigation code added to 4119: insufficient information available. H6: investigation code added to 3331 - analysis of production records. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported that the patient was experiencing pain while using the bone healing system (bhs). The patient says that he has throbbing and pain after using the bhs for just 2 hours a day. The patient pain is under the skin. The patient rated the pain as a 8 or 9 on a scale of 1 to 10, with 10 being the highest. The patient stated the day after starting treatment that her woke up with a headache that lasted 5 hours. The patient did reach out to her doctor and received a signed script for the patient to switch to a different device for treatment. No additional patient consequences have been reported.